Manufacturer narrative:
The investigation for the low pump flow has been completed. No product was returned. The data logs showed an increase in placement signal and simultaneous decrease in pump flow starting on the second day of support. Motor current remained stable and reacted to the p-level changes. Cvp also remained stable while the placement signal drifted upward. No "placement signal not reliable" alarms occurred. The failure mode was changed from low pump flow to placement signal issue as a result. The root cause of the placement signal issue was most likely sensor drift.

Manufacturer narrative:
The impella device was discarded by the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental manufacturer device report will be filed.

Event description:
The complainant reported that post left ventricular assist device (lvad), it was noted right ventricle (rv) distinction, so the impella rp was used for right ventricle support. The patient remained in bicarbonate purge but unfortunately was unable to start heparin due to the surgical bleed from the lvad site. The impella flow dropped to less than 1 liter per minute on p9 and the impella rp flex was explanted. A clot was noted on the pigtail. The patient outcome is unknown.